Event description:
On (B)(6) 2013, it was reported that the patient had an increase in seizures, due to a possibly low battery. The last battery life calculation performed in 2012 indicated 0.72 years until end of service. The physician agreed that the increased frequency was likely due to a depleted vns battery as it was unexpected. The patient's family called the physician "out of the blue" and stated that the patient had seizures all night long. It was reported that the patient was hospitalized due to the increased seizures; however, it was later found that the patient did not go to the emergency room and instead came to the office to be seen by the physician. The physician ran diagnostics which showed the vns battery was fine. The exact diagnostics were not provided. No interventions were taken for the battery. The patent's medications were increased, which stopped the increase in seizures. Additional follow up found that the patient was not taking her medications at the time of the increased seizures. No other information was provided.